Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited high out-of-range pacing impedance. No intervention was performed. Patient condition was stable.